Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be due to "operator error". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the unknown arctic gel pads ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the arctic sun device did not reach the target temperature. Neonate was on hypothermia therapy. The nurse stated that the patient had a severe neurological injury and was past their 6-hour protocol window, but they were going to try to do hypothermia therapy. Patient temperature was 32.0c, target temperature was 33.5c, water temperature was 40.1c and flow rate was 1.4lpm. It was also stated they had a low flow alert and had found a kinked in the arctic gel pad tubing that they fixed and there were no additional alarms or alerts. The patient was positioned with a positioner under the legs. Advised to remove positioned if possible and suggested positioned with sides of neonatal pad touched patient in a taco fashion. Also advised that if physician ordered and not contraindicated by patients' condition, they could use the radiant warmer to help get to target temperature of 33.5c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device did not reach the target temperature. Neonate was on hypothermia therapy. The nurse stated that the patient had a severe neurological injury and was past their 6-hour protocol window, but they were going to try to do hypothermia therapy. Patient temperature was 32.0c, target temperature was 33.5c, water temperature was 40.1c and flow rate was 1.4lpm. It was also stated they had a low flow alert and had found a kinked in the arctic gel pad tubing that they fixed and there were no additional alarms or alerts. The patient was positioned with a positioner under the legs. Advised to remove positioned if possible and suggested positioned with sides of neonatal pad touched patient in a taco fashion. Also advised that if physician ordered and not contraindicated by patients' condition, they could use the radiant warmer to help get to target temperature of 33.5c.